Event description:
Health professional reported lap-band port replacement due to alleged "problems." Health professional reported that the device may have been discarded, but was not certain. Add'l info has been requested from the reporter, but has not been received at this time.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Health professional reported that the device may have been discarded, but was not certain. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Add'l info, including the device serial number, has been requested from the reporter, but has not been received at this time. Allergan's approach to compliance is to resolve all doubt in favor of reporting. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure, and the pt's degree of intolerance to any foreign object implanted in the body."